Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿crack; suspects rupture", ¿soft breast¿, "informed about the recall", "candidiasis", "been experiencing recurrent hair loss".

Event description:
Patient reported left side ¿crack; suspects rupture", ¿soft breast¿, and "informed about the recall". The following events are not related to the device "candidiasis", "been experiencing recurrent hair loss". The device remains implanted.